Manufacturer narrative:
(B)(4).

Event description:
It was reported that far p oversensing episodes presented as non-sustained rv oversensing were observed. Slight increase in threshold was also noted. Diaphragmatic stimulation since implant was also occurring. Programming changes were made.